Event description:
Product was used following a diagnostic procedure. It was reported that the dilator bent when removed from the tissue tract. Operator continued to deploy collagen, felt resistence and the sheath separated from the hub. Hemostasis was achieved with manual compression with no clinical complications.